Event description:
Additional information was received that during an in clinic follow-up, the device was able to be reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was not able to be interrogated. It was reported that the device reprogrammed to original settings unprompted. Technical support was contacted and noted that the device has no microprocessor, which does not allow the device to change mode or programming by itself. A magnet was used to confirm the device was functional. The patient was stable and will continue to be monitored.